Manufacturer narrative:
A visual evaluation revealed that the bushing was located just inside the over sheath, and that the sheath grip was detached from the over sheath. A functional evaluation revealed that by grasping the over sheath by hand, the bushing could be exposed. The clip assembly was not returned and had been deployed as per design. As evident by the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during used based on the dfu precaution(s) prior to use statements. The complaint as reported has not been verified through product analysis. The most probable root cause classification for this event is operational context, which indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
Patient gender, age and weight are unknown. It was reported to boston scientific corporation that during a egd procedure, the device deployed before the complainant wanted it to deploy. The procedure was completed with another hemostasis clipping device. The patient was reported to be ok. No patient complications were reported as a result of this event.